Event description:
It was reported to philips that the system had a geometry bootup issue intermittently.no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This complaint was opened for an allura system. According to the additional information collected, the case was opened on a wrong site by the customer and there was no problem with the allura system. As there has been no complaint on this device, this event was incorrectly reported. The codes were updated based on the investigation outcome.